Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cable connector port is damaged in t.w. Power supply. There was no delay. The customer thinks it may have been 'yanked'. The procedure was completed with a different power supply, the power supply in question was not delivering energy consistently or normally. Given its age, not entirely surprising and thus turned in to biomed. There was no patient harm.